Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt balloon popped. Finished case with this device. Procedural delay (brief) did occur because the tunnel was compromised. No patient harm done.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/28/2024. An investigation was conducted on 06/05/2024. A visual inspection was conducted. The harvesting device, cannula as well as the btt were returned for evaluation. Signs of clinical use and evidence of blood was observed on all the devices. There were no visual defects observed on either the harvesting device or the intact cannula or intact c-ring. An inflation test was conducted on the btt. A 50 cc syringe, filled with 25cc of air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. No visual defects were observed. Based on the returned condition of the device and investigation results, the reported failure "material rupture" was not confirmed. The lot # 3000380314 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.